Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35j "leaked from the joint when removing." No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer team evaluated the provided samples for the defect of leakage. Upon inspection of the samples, the protector did not fit properly on the vial; there was a gap between the connection and the protector was assembled on an incline. When the injector was removed leakage was not observed. A device history record review did not reveal any deviations or non-conformances during the production of the provided lot number that could have contributed to leakage. In order to guarantee the proper function of the protector and other phaseal devices, it is important that all components are properly attached. The improper attachment of the protector may have compromised the injector product usage. Investigation conclusion: no leak was found when the injector was removed. No non-conformances were found in DHR (final lot#1711110, assembly lot#7325858). The protector was not properly assembled to the vial, a gap was found: in order to guarantee the properly function of the protector together with other phaseal devices, they must be properly attached. It is important to carefully follow the instructions explained in the IFU.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35j "leaked from the joint when removing." No report of serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35j "leaked from the joint when removing". No report of serious injury or medical intervention.